Manufacturer narrative:
The device was not returned for analysis. There was no damage noted to the balloon catheter prior to use or leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, based on the reported information, it is likely the balloon interacted with the moderately torturous, heavily calcified vessel/lesion during advancement causing resistance such that the balloon became damaged and subsequently ruptured. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a procedure to treat a lesion with heavy calcification and no tortuosity in the right mid/distal superficial femoral artery (sfa). The 6.0 mm x 100 mm x 150 cm armada 18 balloon catheter was advanced to the target lesion without issue for pre-dilatation. The balloon was inflated twice successfully at 4 and 6 atmosphere (atm) and was removed intact. The armada 18 balloon catheter was advanced a second time, but the balloon ruptured at 10 atm during the 3rd inflation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.